Event description:
Small, moveable part (o.5cm x 0.5)cm of octobase suture holding insert missing at conclusion of surgical procedure. Pt's chest cavity and operative field inspected, unable to find small part. Pt's chest closed. Part is radio-opaque. No visible foreign body found in postop x-ray. Octobase device was external to pt's chest during procedure. Surgeons and staff believe that if part came out of device during surgery, it is not remaining inside pt.